Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems,"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full))). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, female sexual dysfunction, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, migraine, alopecia, headache and weight increased outcome was unknown. The reporter considered alopecia, bladder disorder, device breakage, female sexual dysfunction, headache, menorrhagia, migraine, urinary tract disorder, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: yes. Results of confirmation test: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality-safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems,"), migraine ("migraine"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), infection ("infection other") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full))). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, menorrhagia, vaginal discharge, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, alopecia, headache, weight increased, nausea and infection outcome was unknown. The reporter considered abdominal pain upper, alopecia, bladder disorder, device breakage, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted-date of birth: (B)(6) 1981 as per pfs dated 04-mar-2020: have you had your essure (or any part of the device) removed? No. Anticipated or scheduled date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: yes. Results of confirmation test: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: plaintiff fact sheet received: reporter details, new events abnormal bleeding (general), infection (other), nausea, stomach pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems,"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full))). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, female sexual dysfunction, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, migraine, alopecia, headache and weight increased outcome was unknown. The reporter considered alopecia, bladder disorder, device breakage, female sexual dysfunction, headache, menorrhagia, migraine, urinary tract disorder, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: yes. Results of confirmation test: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received : previously reported event injury was updated to new events. Following events were added: apareunia, menorrhagia, breakage, bladder problems, urinary problems, vaginal discharge, migraine, hair loss, headaches, weight gain. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.